Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2020 and did not put the ipg into surgery mode. When attempting to connect to the ipg, the message "cannot connect to generator. The generator is not responding" is displayed. Further troubleshooting may be attempted by manufacturer representative at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. During processing of this complaint, attempts were made to obtain complete patient information.